Manufacturer narrative:
The ge field engineer verified the problem and found that the tabletop limits were not engaging when the table was tilted to a full 90-degree position, resulting in the table touching the floor. Further investigation revealed that the malfunction was caused by out-of-synchronization between the cam switch assembly position that set limits to the tabletop and the rest of the table logic. The fe found the correct position and readjusted the switch to fix the table.

Event description:
It was reported that a monitrol tabletop drove into the floor when the table was being angulated to a vertical position. There was no impact to the operator or patient, and no injury was reported. However, this creates a potential pinch point for the operator's foot which may result in an injury.